Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient turned off stimulation for a dentist appointment and the settings were not the same when it was turned back on. It was noted that patient might have changed the settings. Patient was currently on b advanced at 1.8 v on the left and 2.0 v on the right. The patient needed to be at 1.8 v on the left and 1.5 v on the right. It was noted the patient¿s left side was for slurring and the right was for walking. The patient was instructed how to turn stimulation down to 1.5 v on the right side. It was noted the patient would make sure their settings were correct during their next appointment. No further complications are anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.